Manufacturer narrative:
Received one device. Visual inspection found downstream occlusion sensor (dso) seal have air bubble. An over pressure/under pressure message and it was not able to be duplicated. There is no problem with pump function, everything is working. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Additionally, the dso seal was replaced.

Event description:
It was stated that there was a overpressure/under pressure message. There was no reported patient involvement.